Manufacturer narrative:
One used device was returned for evaluation on 03/06/2025. As received the blue clave was observed to be partially separated from the burette. The semirigid adaptor was torn. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use. Lot history review and relevant commodities were reviewed; the following discrepancy was identified: exception type: ncmr, document ID#: (B)(4), lot#: 5936107, discrepancy: "on h.s clave 2 on (B)(6) 2022 at 6:00 a.m. Quality was bracketing bags 61-63 per fgp00-00301a 5959766 for work done on the slitter blades and mandrel for station 6. Quality found damage to the top of body and damage to the luer in bag 62-63. Mechanic realigned press alignment per work order: (B)(4) quality to ncmr bags 62-71 partial 1453" h. D9: device returned to manufacturer on 3/6/2025.

Event description:
The event involved a plum burette set where the customer reported that the blue clave above burette was bent. The event was noted during infusion of normal saline. There was defect noted like cracks/break at the blue clave above burette. No hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement but harm was not reported as a consequence of this event. No other information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.